Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, a cartridge detection notification occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.